Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their onetouch verio2 meter had displayed an error message - error 4. The complaint was classified based on customer care advocate (cca) documentation since the patient was unable to be contacted to obtain additional information, despite numerous attempts. The patient reported that the alleged error message first occurred at 10am on (B)(6) 2016. The patient did not state what medication(s), if any, they take to manage their diabetes and they did not state whether or not they made any changes to their normal diabetes management regimen as a result of the alleged product issue. It is not known whether the patient developed any physical symptoms as a result of the alleged product issue, but the patient did claim to have required an unspecified form of treatment as a result of the alleged product issue. No further information regarding this treatment was captured during the initial call. At the time of troubleshooting the cca walked the patient through a re-test but was unable to resolve the issue. The patient's products were requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. To the best knowledge of the medical surveillance specialist the patient did not develop symptoms suggestive of serious hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged error message remained unresolved at the time of troubleshooting.